Manufacturer narrative:
Zoll has not received the product for investigation. A follow-up report will be submitted when the product is returned and investigation has been completed.

Event description:
During deployment for patient use, customer reported that the autopulse platform (serial #(B)(4)) displayed fault code 16 (timeout moving to take-up position) error message upon power up. User was unable to clear error message. Another autopulse platform was use to continue with compression. No consequences or impact to patient was reported.